Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device inspection, the flex deflectable videoscope's adhesive around the objective lens was peeled. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, it is likely that the event was caused by external factors or handling. The instruction manual states the inspection method associated with the event in operation manual ¿chapter 3 preparation and inspection section 3.3 inspection of the endoscope¿. Olympus will continue to monitor field performance for this device.